Event description:
The pt was treated in the study with a precise stent to the left ostium carotid artery. The pt suffered a left hemispheric tia prior to stent deployment, and experienced some deficit in the right and left arm. The pt also had some speech difficulty. The stent was eventually deployed. As the pt began to return to baseline, 100 micrograms of nitro was given. The onset was sudden and the pt fully recovered without deficit. There was no deficit when the pt left angiography suite. The event was documented as unrelated to a cordis prod; however, related to the index procedure.

Manufacturer narrative:
A report from the study indicated that a pt experienced a transient ischemic attack (tia) during a procedure to implant a carotid stent. The pt's history is significant for hyperlipidemia, hypertension, tobacco abuse and tias. The target vessel was the ostium of the left internal carotid artery. The lesion was described as eccentric and ulcerated with mild tortuousity. A 7 mm basket angioguard was deployed without difficulty. Pre-dilatation was not planned. Prior to deploying the stent the pt had a left hemispheric tia with aphasia and dysarthria. As the pt returned to baseline 100 micrograms of nitroglycerin was administered and a 9.0 mm x 30 mm precise rx stent was deployed. The pt fully recovered and was asymptomatic prior to leaving the angiography suite. The act was measured at 289, the recommendation is for the act to be greater than 300. The angioguard was retrieved without difficulty and there was no debris found in the filter basket. Residual stenosis was measured at 20%. Note: the device is cordis product. Per report: cordis corp reported no prod is expected to be returned to co for eval; however, a copy of the complaint investigation request including lot traceability was provided. Without the return of the actual device in question for eval, co is unable to determine an exact cause for this incident. Co did review the device history records relative to the mfg, inspecting and packaging. This packaging lot contained 98 units, which were shipped on may 31, 2007. The history records indicate this prod was final inspection tested at lake region medical and was determined to be acceptable. A transient ischemic attack is a known potential adverse event associated with implanting a carotid stent. Review of the available info suggests that possibly procedural and/or pt factors may have contributed to the event.